Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set remained in the patient's leg after removing the site. The patient reported that she removed her site because she was experiencing high blood glucose levels (363mg/dl), and then noticed the cannula was not on the site housing. The patient removed the cannula with tweezers. To address the high blood glucose levels, the patient administered an injection with an inulin pen. After the injection, the patient reported her blood glucose levels were "coming back down to target", and were around 200mg/dl. No permanent injury was reported.